Event description:
It was reported that incorrect product was mixed with the OEM smartsite luer lock valve port sets. This occurred with lots 20098850, 20038532, and 20094297. The following information was provided by the initial reporter: "parts that are not smartsites mixed in with the smartsites".

Manufacturer narrative:
Investigation summary: no samples were received for evaluation, samples were requested to identify the product of mixing; however, was confirmed by the customer that the samples were not available, therefore, it was decided to start the investigation with sufficient objective evidence on (B)(6), 2021. Pictures of mix failure mode was shared by the customer, where the reported issue is confirmed in the pictures shared, it was shown only the mixed parts. Since the same smartsite sub assembly (605477-100) is used for several production models, including the 500r, and the materials involved in the mixing were identified as t-connector (605471-100), female luer macro (630-01363) and cap (tc10008226). Pictures were received from the customer with mix product, different components were observed, and none of them belongs to the 5000r, however, it was reported by customer that the components were at least one in each bag that they received. A gemba walk and process revision was performed with the mft in automation and mds assembly area. The sub assembly used for the 5000r model was identified as 605477-100. During the revision of the sub assembly in the automation area, no qn¿s were found related to this issue. According with the 5000r process, the 605477-100 subassembly is processed in the combo 3 machine and after is packed to become in the 5000r, it was mentioned that in the case of a bag is incomplete, they request the pending pieces to the warehouse to complete the partial bag. Since it was observed that the mixed components belong to the assembly lines, a revision of the process was also performed, it was observed that in the production lines one of the mixed products had an additional process were the hub tread is added to the part. This confirmed that the hub is added in additional process during production line after the part is assembled in the combo 2 in automation area concluding with the pictures share that the possible mixing of the components was in the production line and discarded the possibility to have a mixing during the process in automation area. A revision of the line clearance was conducted, and no issues were found, it was confirmed that the personal follow the procedure as it is. Since the involved areas are separated in different rooms far one from other, a cause effect diagram was conducted to identify possible root cause. Method: kanban: a potential cause was defined in the kanban since the t-connector and the smartsite were involved, the parts are similar and in bulk it can be confuse with the shape of the part (t-connector) in the moment of assortment of material, according with the personnel, due to the possibility to have mixing they mentioned that they only are authorized to have only the necessary material of the model running in their respective stations, this information was also confirmed by the supervisor, therefore, due to no strong evidence that can suggest that the mixed condition occurred between the smartsite (605477-100) and the suspicious t-connector (605471-100) under this condition, due to that, this was discarded as potential root cause. Machine: machine does not apply due to the product mixed is not near to the automation area. Material: incorrect material returned: it is considered as potential cause, since it was considered the possible return incorrect material to the bags could have been occurred, since the same smartsite sub assembly (605477-100) is used for several production models and the materials involved in the mixing (t-connector 605471-100, female luer macro (630-01363) and cap (tc10008226)) are also used for several manufacturing models, a potential mix-up of components could have been occurred due to a possible incorrect segregation during the line clearance process, since this process consist in put back the remaining materials in their respective bags, it could have happened that a remaining material was putted into wrong bags by mistake, and after, moved back to the warehouse and pull it by automation to complete a 5000r lot, having the return of incorrect material as potential cause of the mixing. Personnel: incorrect segregation: a potential cause could be related to an incorrect segregation of the materials during the line clearance, the mixed components belong to a production line a possible mixed was occurred during the line clearance, since the personnel and the mover put back the remaining materials and equipment from the previous lot (mentioned in the procedure mfg-040 under the 7.2.5 point rev. 31), however, reviewing with engineering, it was confirmed that is not specified who could manage the material during the segregation, therefore, the incorrect segregation was considered as potential causes. Root cause analysis pictures were received from the customer with mix product and different components were observed confirming the mixing failure mode, a gemba walk, and revision of the process was conducted in automation and final assembly lines, since no trend was found in a year related to this failure mode on this model, the potential causes were defined as: incorrect material returned. Incorrect segregation. Since it was considered to a possible incorrect segregation during the line clearance process when the remaining material is moved back to their respecting bags, putted back to the warehouse and pull it by automation to complete a 5000r lot. Containment and immediate actions as immediate action, a quality alert was performed on (B)(6), 2021 to aware the personnel about the related issue in automation and assembly areas, to reinforce the correct following of the procedure for the line clearance and the importance of this procedure and the correct segregation. As corrective action, an update of the mfg-040 mfg, line clear procedure (rev. 31) dir tahiti-10000004846 will be generated to add a designated person to manage the material and to proceed to realize the return of the material under tj-cef-0350.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 20098850. Medical device expiration date: na. Device manufacture date: 2020-09-11. Medical device lot #: 20038532. Medical device expiration date: na. Device manufacture date: 2020-03-04. Medical device lot #: 20094297. Medical device expiration date: na. Device manufacture date: 2020-09-21. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that incorrect product was mixed with the OEM smartsite luer lock valve port sets. This occurred with lots 20098850, 20038532, and 20094297. The following information was provided by the initial reporter: parts that are not smartsites mixed in with the smartsites.